Event description:
During surgery, after the surgeon inserted the apex pin to the patient bone with short pin sleeve, the sleeve could not pull off from the apex pin. The surgeon extracted the apex pin with the sleeve and inserted other new apex pin with long pin sleeve. The same event was occurred. The long pin sleeve was able to be pulled off from the pin, and the apex pin was left in the patient bone as it is.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported event of the bent sleeve end for predrilling assembly-short apex ø 5mm could be confirmed. Based on the investigation, the root cause bent sleeve end was attributed to a user related issue. The bent sleeve end was caused by overload applied by user. Note: ensure that you are familiar with the recommended uses, compatibility and correct handling of the instrument" ((B)(4) rev k 01-2014 instruments) [original statement] a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
During surgery, after the surgeon inserted the apex pin to the patient bone with short pin sleeve, the sleeve could not pull off from the apex pin. The surgeon extracted the apex pin with the sleeve and inserted other new apex pin with long pin sleeve. The same event was occurred. The long pin sleeve was able to be pulled off from the pin, and the apex pin was left in the patient bone as it is.